Manufacturer narrative:
If implanted; give date: na (not applicable) the lens was removed during the initial surgery. If explanted; give date: na (not applicable) the lens was removed during the initial surgery. (B)(4). Device evaluation: the intraocular lens was not returned for investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. A search of complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's eye but had to be cut out and removed. The patient was sent home aphakic to rest and then return for an anterior lens implant at a later date. It was noted that the haptic of the lens had broken. Patient was noted to have scarring. The patient had a history of trauma to the eye and there were no zonules to hold the lens. No further information was provided.